Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Microscopic inspection identified the metal cap and the glass cap were detached and not returned. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The connector cone, segments, and tabs appear in good condition and secured. The fiber passed the connector segment verification test and the saline test. The control knob is attached and aligned with fiber and can rotate the fiber. In addition, the media provided showed the fiber was forward firing. Based on analysis results and information available, the reported clinical observations were confirmed.

Event description:
It was reported that, the fiber started forward firing after 202,879 joules of use. The fiber was replaced, and the procedure was completed successfully. There were no patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. However, media inspection performed on reported video indicated the fiber was forward firing, therefore, the reported allegation was confirmed. The cause that contributed to the reported device issue cannot be established.

Event description:
It was reported that, (B)(4). The fiber was replaced, and the procedure was completed successfully. There were no patient complications.

Event description:
It was reported that, the fiber started forward firing after 202,879 joules of use. The fiber was replaced, and the procedure was completed successfully. There were no patient complications.